Event description:
A report was received that the patient was experiencing inadequate pain relief and pain at the ipg site. It was also noted that the ipg was non-functional. The patient was given an injections and will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing inadequate pain relief and pain at the ipg site. It was also noted that the ipg was non-functional. The patient was given an injections and will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Sc-1132/(B)(4). Device evaluation indicated that the ipg passed all tests performed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 05:29 pm CT. The report number is being corrected from 3006630150-2018-62299 to 3006630150-2018-60503.

Event description:
A report was received that the patient was experiencing inadequate pain relief and pain at the ipg site. It was also noted that the ipg was non-functional. The patient was given an injections and will undergo a revision procedure wherein the ipg will be replaced and relocated.